Manufacturer narrative:
H10: b5: additional information was added.

Event description:
It was reported that during acl reconstruction surgery of the left knee, it was found the drill cracked and with a defect. When they looked under arthroscope, it was no found any pieces. Surgical delay greater than 60 minutes were reported. It is unknown whether there was a back up available. After surgery, it was found pieces in the bone during perform c-arm x-ray fluoroscopy. No patient injuries were confirmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during acl reconstruction surgery of the left knee, it was found the drill cracked and with a defect. When they looked under arthroscope, it was no found any pieces. It is unknown whether there was a back up available or delay in the case. After surgery, it was found pieces in the bone during perform c-arm x-ray fluoroscopy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5mm cannulated endoscopic drill, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed. From the information provided, the drill broke during use and pieces were left in the patients bone. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Drilling over a bent passing pin or guidewire. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. The images provided confirm the piece of the bit left within the femur. Based on the limited information provided the root cause of the reported broken drill cannot be definitively concluded. It is unclear if the instructions for use was adhered to as it notes precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality such as avoiding excessive force applied during use. The 316l material is implantable so biocompatibility is not an issue. It has been communicated that there are currently no plans to remove the retained fragments. Since the retained fragments was left embedded in the bone, migration is unlikely. No harm has been reported due to the additional surgical time. No further clinical/medical assessment is warranted at this time.